Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Cause of peritonitis was unknown. Treatment included vancomycin 2gram (1st day and 7th day, route not reported) and fortum intraperitoneal 250milligram (in each bag for 14 days). Treatment was ongoing. The outcome was unknown.

Manufacturer narrative:
(B)(4). The problem was not confirmed, as there was no sample for evaluation and no device malfunction or use error was identified during the report. The root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.